Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump received a button error after programming a bolus. The patient's blood glucose at the time of incident was 259 mg/dl. Troubleshooting was initiated for the button error. The customer confirmed that she had the pump on her waist and was bent over picking something up on the floor. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent escape and act buttons response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump had minor scratched display window, cracked case at the display window corners, broken reservoir tube lip, cracked reservoir tube window, reservoir tube window corner and broken battery tube threads.